Event description:
The customer reported to beckman coulter (bec) that blood was observed on the back frame and chamber support frame of vc222, the vcsn waste chambers, on two (2) separate unicel dxh 800 coulter cellular analysis systems (serial number (B)(4)). This report documents dxh 800 instrument, serial number (B)(4). The waste chambers were observed to be cracked. The volume of the leak is unknown, and the leak was contained within each instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. The customer did not review the material safety data sheet, but there is an exposure control plan at the facility. There was no report of injury or exposure to open wounds or mucous membranes. There was no impact to patient results or treatment in connection with this event. No erroneous results were generated in connection to this event. Vcsn*: volume, conductivity and multiple angles of light scatter. Vcs is the part of the analyzer where differential and reticulocytes are measured.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) replaced the waste chamber to repair the leak. The fse cleaned and disinfected the vcs area and the back frame. Result: waste chamber. MDR 1061932-2013-00493 documents the malfunction on the other dxh 800 instrument (serial number (B)(4)). (B)(4).

Event description:
This is a follow up report.

Manufacturer narrative:
The cause of the incident was cracks in the waste chamber. No further issues concerning the analyzer have been reported by the customer after the repair. The failure mode related to a cracked waste chamber (vc222) is not likely to affect the draining function of the diff, retic, and/or nrbc mixing chambers during sample analysis, therefore, the results will not be impacted. (B)(4).